Event description:
Caller tested 4.1 inr and 7.3 inr on the coaguchek xs system. No actions taken based on the device results. The meter was coded incorrectly. The caller also reported he "milks" his finger to obtain an adequate blood drop. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.